Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 70% stenosed lesion in the mid right superficial femoral artery (sfa). The armada 35 4.0 x 80 mm was inserted for dilatation of the mid sfa and was placed with the balloon marker over the lesion. It was observed that there was a leak at the proximal shaft of the catheter with some drops of contrast and the atmospheres were kept down from the normal pressure. The armada 35 was then deflated because the pressure could not be controlled as needed. There was no resistance felt during the procedure. The armada 35 was replaced with a new one of the same size. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to uneven adhesive flow in the hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness.